Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Healthcare professional later reported "edema." Device has been explanted

Manufacturer narrative:
Visual analysis of the photographs identified: red encapsulation in the device. Opening in the device . Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.